Event description:
The hcp reported the catheter was explanted and replaced due to an occlusion. It was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.